Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a power on reset 0x400 code. Therapy had stopped due to the power on reset. It was noted that on (B)(6) 2019 the patient had an x-ray with stimulation on when they thought it was turned off. The representative was able to clear the power on reset successfully and the therapy was adequate. Impedances were within normal range and stimulation was back on and working. The patient was going to follow-up with their healthcare provider. The indications for use were spinal pain and other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep believe the por was caused by the x-ray. No further complications were reported/anticipated.